Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-600 mg/dl) and insulin injections were administered to address the bg level. The customer met with the healthcare provider and clinical diabetes specialist. The pump settings were adjusted. The bg level had been within the target range since the settings had been adjusted.